Event description:
A cracked and shattered touchscreen was reported, making the pump's touchscreen unresponsive and illegible, preventing any interaction with the device. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer reverted to an alternate form of insulin therapy.